Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and oversensing. Technical services (ts) was consulted and reviewed the lead diagnostics, which showed values within normal limits. Ts recommended an in-person follow-up evaluation for the patient. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).